Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest pain and weight loss. Boston scientific technical services (ts) checked if there is any data indicating a shock. Additional information indicated that this device was explanted due to high shock impedance, and a new device was implanted. No additional adverse patient effects were reported.